Event description:
The plaintiff's attorney alleged that the pt experienced sudden cardiac arrest, on or about (B)(6) 2011, and subsequently expired which is alleged to have been caused by the use of the product.

Manufacturer narrative:
This is one event for the same pt involving two separate products.